Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that it was difficult to extend the helix of this right atrial (ra) lead. The helix was slightly extended after reaching the max rotations. Another rotation was performed and tension disappeared. Measurements could not be taken and the helix could not be retracted. This lead was not used and returned for analysis. No adverse patient effects were reported.